Manufacturer narrative:
Follow-up #1 (07/22/2011) - device evaluation: the control solution involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the control solution have passed all testing with no faults found. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The lay user/patient's control solution was also returned; however, product analysis testing is not required, since the control solution is not related to the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's meter and control solution involved with this complaint has been returned to lifescan (lfs); however, investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic, inaccurately high (compared to her feeling/ normal result(s)), and the subject meter was also giving inaccurate high control readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8pm. At unspecified times on (B)(6), the patient claimed she obtained blood glucose results (that were performed within 20 minutes of each other with the subject meter) of "171 and 149mg/dl" (based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl); the patient claimed she obtained inaccurate high blood glucose results of "180, 138, 145, and 98mg/dl" with the subject meter (times not specified); and the patient also claimed she obtained a control reading of "145mg/dl" and the range for the vial of test strips she was using was "107-143mg/dl". The patient's testing frequency is not known and the patient's typical blood glucose range is not specified; however, according to the csr's documentation, the patient is a gestational and in addition to oral medication (type and dose unspecified), the patient also manages her diabetes with diet and/or exercise. It is not known if the patient had made any changes to her diabetes management, meals, or activity level prior to the start of the alleged issues, it is not known if the patient continued to test her blood glucose with the subject meter the day after the reported meter issues began, and it is not known if the patient tested her blood glucose with another device. In response to the alleged issues, the patient claimed she consumed more food/drink on (B)(6) 2011 at 11am. The reason for the patient's reported action is unclear and the patient's blood glucose result prior to her action is not known. According to the csr's documentation, on (B)(6) 2011 (time not specified), the patient reportedly was sweating, disoriented, and hot; it is not known if patient had made any changes to her diabetes regimen, meals, or activity level prior to the onset of her symptoms, the patient's blood glucose result prior to/ during her symptoms are not known, and it is also not known if the patient correlated her symptoms with a high or low blood glucose. The patient denied receiving any medical intervention as a result of the alleged issues, therefore, it is not known how long the patient's reportedly symptoms continued on for and it is not known if her symptoms are due to any other pre-existing health condition. During troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr discovered the patient was not using the proper testing technique with the control solution (per owner's booklet recommendation). The csr guided the patient through a quality control test and the result fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.